Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacurer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. The ventilator was investigated by our field service engineer on-site and the o2 cell was determined defective and replaced which solved the issue. No replaced parts has been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.